Event description:
Additional information indicates that the impedances were not affecting therapy, but the leads were replaced to resolve all impedances so that the patient would be MRI conditional.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient has high impedances on both leads so therapy is not optimal. Surgical intervention may be taken at a later date.